Event description:
The facility reported a colleague pump that was involved in an incident of an overinfusion. The event was reported to have occurred during pt use and reportedly, "the pt went into a cardiac arrest while on the device". The pt recovered.